Event description:
The customer alleges back to back results of 356 mg/dl and 126 mg/dl on her meter. The customer states she did not have hyperglycemic symptoms and that she did not take any action based upon the suspect result. No controls were run. Return requested and replacement was sent.